Event description:
Medical records were received from legal. The patient was revised because of dislocation.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Update 1/21/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain on long car rides, limping, stiffness, moments of immobility, difficulty getting out of care, increased pain climbing stairs, weakness, and anxiety about falling or dislocating hip. Medical records and revision surgical note reported patient had 3 dislocation with closed reductions, 1200ml blood loss, and the acetabulum was fractured during revision and implant with a competitor product. Patient was later revised on (B)(6) 2012 for infection and that is reported on (B)(4). The complaint was updated on: feb 12, 2016.

Manufacturer narrative:
Update 1/21/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain on long car rides, limping, stiffness, moments of immobility, difficulty getting out of care, increased pain climbing stairs, weakness, and anxiety about falling or dislocating hip. Medical records and revision surgical note reported patient had 3 dislocation with closed reductions, 1200ml blood loss, and the acetabulum was fractured during revision and implant with a competitor product. Patient was later revised on (B)(6) 2012 for infection and that is reported on (B)(4). The devices associated with this report were not returned. A complaint database search finds no additional reports against the provided product and lot combinations. Medical records were reviewed. With the information provided, it cannot be determined that the implants contributed to the reported events. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 13 apr 2018: ppf, pfs and medical records received. Ppf and pfs alleges pain, injury, stiffness, limping, moments of immobility, anxiety, instability, dislocation and clicking sensation. After review of medical records for MDR reportability, patient was revised to address recurrent dislocation. It was noted in the revision notes that there was a acetabular posterior wall fracture that was nondisplaced and appeared to extend to the posterior column. Closed reduction done last (B)(6) 2012 and (B)(6) 2012. Doi: (B)(6) 2012; dor: (B)(6) 2012; right hip.

Manufacturer narrative:
(B)(4).